Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2026 and suture was used. The needle broke. The needle did fall into the patient. It took a lot of time to find the needle in the patient. The incision had to be extended. They used ultrasound and x-ray to locate it. The needle was retrieved during the procedure. No additional tissue damage occurred. There were no patient adverse event. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -the delay "took forever". I don't have an exact time frame in minutes. -the incision had to be extended. -the needle did fall into the patient. -the needle was retrieved during the procedure. -x-ray and ultrasound were used to find the needle. -no additional tissue damage occurred. -lot number is n/a. - the needle was discarded, not available for return.